Event description:
It was reported to vyaire medical that the bellavista 1000e experienced a black screen issue and would not power off. At this time, there was no patient involvement reported by the end-user.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. According to technical support, it is most likely that the epc (embedded power pc) is causing the issue. It was recommended to the customer to replace the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.